Event description:
Materials#: 309646 batch#: 4100276 or 4018994. It was reported that the bd luer-lok stopper was defective/damaged. The following information was provided by the initial reporter: "whilst compounding today we found a defective 5ml syringe ¿ as you can see it appears that the stopper is bent on one end. The plunger moves freely - the stopper does not impede movement but it does appear melted perhaps. We aren¿t sure exactly what lot this is from but it is most likely 4100276 expiry 2029-03-31 -or- 4018994 expiry 2028-12-31."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 4100276 and other expiration date includes 2029-03-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-04-09.

Manufacturer narrative:
Investigation results; one sample and one photo were received by our quality team and evaluated. The sample received as one loose syringe with all components separated has the stopper deformed on one side consistent with being jammed. The photo shows a close-up image of one loose syringe with the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification; therefore, the reported incident is verified. A device history record review found no non-conformances associated with this issue during production of either of the batches. Based on our quality team's investigation, the potential root cause for the stopper jammed defect is associated with the assembly process. This incident has been added to our database of reported incidents.

Event description:
No additional information.